Event description:
It was reported that during initial implant of this right ventricular (rv) lead, on (B)(6) 2023, it was difficult to insert, due to patient's anatomical conditions (constriction in the venous system). During a recent follow up appointment, this rv led exhibited failure to capture. The pacing impedance and sensing were within normal range. An attempt to explant this lead was unsuccessful. The physician decided to leave this rv lead implanted and programmed the device to lv lead stimulation. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.